Manufacturer narrative:
Product analysis :after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). Results pending completion of evaluation.

Event description:
It was reported that during an operation on (B)(6) 2015, the implant, still secured by the implant inserter, rotated in the opposite direction in contrary as it was supposed to. Instead of going inside the disc space through the foramen, it went through the external side of the foramen. The implant loosened from the inserter and was unable to be retrieved. Its actual position ended up somewhere lateral to the spine. As a consequence of this misdirection, some degree of leg paresis occurred. The implant remained implanted in the patient. It was not scheduled to explant it.